Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a cubie drawer has bogus pockets that wouldn't clear or recover. The field service engineer found that the row board cable had a faulty connector and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie issue. The customer stated that the nhr-bhh-ab_main 5.2-b-2 and b254 cubie pocket/device not detected on bus, both are bogus cubies. There were no adverse events or injuries reported based on this event.